Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead "pulled out of the chamber." It was also reported that during the revision procedure for the rv lead, the "atrial screw was not working when the physician tried to re-attach the right atrial (ra) lead into the device. The rv lead and the implantable cardioverter defibrillator were removed and replaced. No patient complications have been reported as a result of this event.